Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) found the reservoir tank too full. The skinner valve #7 was leaking, causing the reservoir tank to overfill. The fse replaced the skinner valve assembly to resolve the issue. The unit conformed to the manufacturer's specifications.

Manufacturer narrative:
(B)(4) - valve. Asp investigation summary: the investigation included a review of the service and complaint history, trending by product line and system serial number and failure mode and effects analysis. A review of the DHR (device history review) for the aer (automatic endoscope preprocessor) is not required since the root cause is known to be a failure due to normal wear and tear of the skinner valve. As per the service history for this aer, there has been no e01 (reservoir tank too full) issues causing the reservoir to fill up and lead to a fluid leak, particularly, in six months prior to the date of the event in (B)(6) 2009. This is the first time the disinfectant reservoir valve-v7 (skinner valve) has been replaced on this unit. A review of the fmea (failure mode and effects analysis ) for the unit showed that all leak failure modes have overall risk numbers below the threshold of 100. A review of the account history for this unit from (B)(4) 2009, shows this unit does not demonstrate a trend for leaking. The useful life of the skinner valve assembly is 2 years of 2000 hours of operation. The skinner valve has not been replaced since the installation of the unit on (B)(6) 2006, to the date of the event in (B)(6) 2009. Hence, the skinner valve failed due to normal wear and tear.

Event description:
The customer alleged the tubing would not reconnect to the unit thus a solution leaked. The facility's biomedical engineer group attempted to repair the unit. The customer stated the disinfectant reservoir was too full and was leaking through the vent tube. A cycle was processing. An eo1 message appeared; the tank-high light on the microprocessor board was illuminated. The customer stated a disinfectant solution leaked outside the unit. There were no injuries involved. An asp field service engineer (fse) went to the facility to assess the unit.